Event description:
A customer contacted haemonetics on (B)(6) 2010 to report that the orthopat machine would not power on. No donor or operator injury or reaction was reported.

Manufacturer narrative:
An evaluation concluded that the device would not power on due to a blood spill. The machine was decontaminated and the components which were damaged were replaced. The machine is now ready for use. (B)(4).